Manufacturer narrative:
Device has not been returned to the manufacturing site; currently device is not available for evaluation. Should the device become available, an evaluation will begin.

Event description:
Country of complaint: (B)(6). Screw dropped out of bone punch during a spinal surgery. X-ray was done, screw found outside the pt. Because of the x-raying, the surgery was prolonged for more than 15 minutes.